Event description:
The customer reported via phone call that he found a scroll wrap safety notice and opted to have the pump replaced because late last year he a low blood glucose incident. Customer stated that when he was going low, he was trying to set a temp basal of 0% but may have scrolled past 0% to the max amount and dropped lower. Customer stated that the paramedics were called but he was not taken to the hospital.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.